Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 10.71 unit food bolus, but the bolus history recorded it as a correction bolus. Subsequently, the customer noted that the insulin on board reading displayed an incorrect value of zero. Tandem technical support confirmed that customer's insulin duration settings were correct and confirmed that the bolus was delivered. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Additionally, it was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in blood glucose (bg) level of 60(mg/dl). The customer consumed glucose tablets to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.